Manufacturer narrative:
Device not returned. The information was learned through implant patient registry. Two requests were made to the health-care provider (via e-mail) for the device, operative report, and additional information; however, no additional information was received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the patient has expired after an implant duration of approximately 0.17 months, due to unknown reasons. No further details were provided.